Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a melted blade at the tip of the scissor. A piece approximately 0.74mm x 0.96mm was found to be broken off the blade. The broken piece was returned. Fa found additional observations that are related to the customer reported complaint: the instrument was found to have blade damage at the tip, middle and base of the blade. Both blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The complaint was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. Excessive energy usage can cause melting of the blades.

Event description:
It was reported that during central processing procedure, the 8mm monopolar curved scissors (mcs) instrument was found to have a defect on the tip. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument exhibited damage to the tips, with no issues related to motion, energy delivery, cables, or thermal effects reported. No missing fragments or fragment release into the patient occurred. The procedure was completed robotically as planned.